Event description:
It was reported that implantable cardioverter defibrillator (ICD) had observations of farfield oversensing on the right atrial channel. Additional information obtained from the boston scientific field representative indicates that this system was explanted due to infection. No additional adverse patient effects were reported.